Event description:
It was reported that during a percutaneous coronary interventional procedure, withdrawal difficulties were encountered. The 90% restenosed in-stent lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. The two 3.5 x 18mm other MFR stents had been placed 4 years ago. Initially, an unsuccessful attempt was made to cross the lesion with the 3.5 x 10mm flextome monorail cutting balloon. Therefore, another 2.5 x 14 other MFR's balloon was used to dilate the lesion. Then this flextome mr cutting balloon was inflated four times to a maximum of 12 atms. Following successful deflation of the balloon, an attempt was made to withdraw the balloon; however, resistance was noted. As the attempt deep-seated the guide catheter, an attempt was made to remove the balloon by engaging the guide catheter into the proximal lad. Although this made it possible to retrieve the flextome mr balloon into the guide catheter, the system could not be removed. The guide catheter was then retracted, and the flextome mr balloon was then reinflated and deflated several times. However, it still could not be removed. Although the flextome mr balloon could not be withdrawn proximally, it could be pushed distally. By advancing it further and an add'l inflation/deflation, the balloon was able to be removed. With ivus, it was noted that the stent was deformed. Another balloon was then used to dilate the lesion and stent, and follow-up ivus showed no further issues. The procedure was completed as 'good'. The pt did not experience any symptoms during the withdrawal difficulties, which extended the procedure by approximately 60 minutes.